Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon (cloudy image) temporarily occurred by dew condensation on the subject device due to a temperature difference between the storage environment and the usage environment at the user facility. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during unspecified procedure with the subject device at the user facility, it was found the endoscopic image of the subject device was cloudy. The user facility replaced the subject device to another similar device to complete the intended procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.